Manufacturer narrative:
Manufacturer investigation conclusion: a direct relationship between the device and the reported bleeding and syncope could not be conclusively determined through this evaluation. The heartmate 3 lvas IFU is currently available. This IFU lists bleeding and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2018. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the subject was admitted for an acute heart failure exacerbation, developed atrial fibrillation with rapid ventricular response, and was placed on amiodarone for rate control (B)(6) 2020. Amiodarone was continued through (B)(6) 2020, when subject was transitioned to comfort care.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced altered level of consciousness requiring a head CT on (B)(6) 2020 which was negative for intracranial pathology. A new left rectus abdominis muscle intramuscular hematoma was discovered on the CT of the abdomen on (B)(6) 2020.